Manufacturer narrative:
The insulin pump passed all functional testing including displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test. The insulin pump was received with minor scratched lcd window and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were experiencing high blood glucose levels and wanted to verify that the insulin pump was functioning properly. Blood glucose level at the time of the incident was 254 mg/dl. Customer also reported having multiple blood glucose levels between 400 and 451 mg/dl. Customer has been treating with manual injections. Customer declined completion of troubleshooting and requested a replacement device. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.